Event description:
The patient came in complaining of pain. The cause is unknown. The primary date and the implants lot involved are unknown. The surgeon swapped the stem, head and liner using another company's stem and head with a medacta liner. The surgery was completed successfully.